Event description:
It was reported that during a tmj procedure at the user facility, the saw was leaking a grayish substance from the cutting head. The substance entered the sterile field, but not the surgical site. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.